Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported the patient first started experiencing the volume discrepancies on (B)(6) 2016. At that time, the hcp had been increasing the patient¿s baclofen by 10% each time, taking her total daily dose to 1040 mcg. The volume discrepancies were within specifications and consistently 8% more than expected. The cause of the volume discrepancies was not determined, but it was noted that the dose was greater than 1000 mcg/day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign manufacturer representative. It was reported the pump was explanted and would be returned to the device manufacturer.

Manufacturer narrative:
The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. Destructive analysis identified residue in the motor gear train. Analysis identified wearing on the upper shaft of gear number two. Medtronic developed a design change to reduce motor shaft wear and received regulatory approval for the change. Medtronic began distributing pumps with this design change in (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient receiving intrathecal lioresal 2000 mcg/ml at a dose of ¿1301.5 mcg¿ via an implantable pump. The indication for use was not reported. It was reported intermittent motor stalls occurred. Logs showed: motor stall on (B)(6) 2019 at 01:35, recovery on (B)(6) 2019 at 05:04; motor stall on (B)(6) 2019 at 20:22, recovery on (B)(6) 2019 at 21:57; motor stall on (B)(6) 2019 at 00:13, recovery on (B)(6) 2019 at 02:34; motor stall on (B)(6) 2019 at 14:10, recovery on (B)(6) 2019 at 22:47; motor stall on (B)(6) 2019 at 03:23, recovery on (B)(6) 2019 at 06:08. It was also reported that there was consistently always more baclofen left in the pump than expected during refills. There were no applicable environmental/external/patient factors that may have led or contributed to the issue. There were no [additional] diagnostics/troubleshooting performed. The patient was admitted to the hospital on (B)(6) 2019 with significantly increased spasticity. The patient was scheduled for catheter and pump replacement in the next 48-72 hours (from (B)(6) 2019). It was noted that the hcp was originally planning on replaced the pump and catheter later in the year but would replace it now instead. It was unknown if the issue was resolved. However, the patient's status was alive - no injury. It was noted that the patient was a (B)(6) and had a cochlear implant. Information regarding the patient¿s weight, further medical history, and other medications was unavailable. No further complications were reported.